Manufacturer narrative:
This complaint has been re-evaluated and it is concluded that this event is not likely to cause or contribute to death, serious injury, or serious deterioration in health if it was to recur. Additionally, this event does not imply that a product malfunction has occurred. The implant did not achieve primary stability and was replaced, completing the procedure within the same visit. There is no report of adverse patient impact associated with this event. Therefore, this complaint is non-reportable.

Event description:
Per complaint (B)(4), patient experienced lack of primary stability.